Event description:
The customer reported that the system displayed a file system check error message and a cine disk error message on boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.